Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the display device showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and failed. The pairing test and transmitter functional testing could not be performed. Perform review of the data available in the cloud\share and issue was confirmed. The reported event of a failed transmitter error was confirmed. The root cause could not be determined